Event description:
It was reported that the nurse was having problems interrogating a patient with her tablet. Another programming system was used that worked fine, so a patient was not affected. The vns company representative replaced the tablet serial cable, and then the tablet worked fine. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.

Event description:
Analysis was completed on the returned serial cable which confirmed the failure mode as reported in the initial report. The issue was associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.